Event description:
Customer alleged footplate broke. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model trsx5, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1110550 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer is recovering from hip and knee surgery, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that the footplate shattered when they crossed over a threshold. The footplate will be replaced.